Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan alleging that a one touch ultra meter failed a control solution test high. The pt manages his diabetes with unidentified pills with diet and/or exercise. The pt indicated that the alleged meter issue started four days prior, at 6:30 pm. At 6:48 pm that same day, the pt performed a control solution test and got "160 mg/dl." The acceptable control solution range was reportedly "107-143 mg/dl". The one touch customer advocate (otca) noted, however, that the pt was using expired control solution. The pt claimed that about 20 hours after the alleged meter issue began, he developed symptoms of "polyuria." The pt administered self-care the next day, by exercising. It would have been helpful to know the following info: the pt's testing frequency, his medication and diabetes management regimens, what his last blood glucose reading was before the issue started, and when the last blood glucose result was obtained. In addition, it would have been helpful to know what actions the pt took in response to the meter issue, what actions the pt took before developing the symptoms, and what his blood glucose readings were for two days. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury 20 hours after the alleged meter issue began.